Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the log files. The log files were successfully retrieved from the returned system controller, serial number (B)(6). The event log file contained data recorded from 18nov2023 to 01dec2023. The system maintained the set speed with no active alarms until 01dec2023 when at 9:08 a backup battery fault alarm associated with an ebb load test fail became active. The system continued to operate with the alarm being active until the driveline was disconnected at 13:33. The periodic log file contained events from 20nov2023 to 01dec2023 where an active backup battery fault alarm due to load test failing was recorded on 01dec2023. The returned heartmate 3 system controller was functionally tested and found to perform as intended. The controller operated a mock circulatory loop for an extended period of time without issue. During this timeframe, the backup battery passed multiple of load tests. Additionally, the controller passed multiple self-tests and the backup battery fault alarm was not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev c, under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. Review of the device history record for the system controller, serial number, showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number (B)(6), was also observed to pass all initial manufacturing testing per the manufacturing test datasheet. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was replaced due to a reported backup battery fault alarm. System controller (B)(6) and emergency backup battery (ebb) sx003494 were exchanged for (B)(6) and gx081368, and the alarms resolved. There were no unusual events recorded in the event log file history, and there were no patient related issues after the system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.